Manufacturer narrative:
Additional PMA/510(k) numbers: k011028 / k013227

Event description:
It was reported by the doctor that during the implant placement procedure the driver tip fractured inside the mount; the mount could not be released from the implant and the doctor removed the implant. The doctor was able to complete the surgery by placing another implant with another driver.

Manufacturer narrative:
One zimmer hex driver and one ha-coated tapered screw vent implant with an attached mount were returned for inspection. The implant shows signs of wear and debris about the threads. The mount screw is noted to be rounded out. The implant and mount were functionally tested, and it was confirmed that the mount screw could not be removed from the implant. The event alleging that the mount could not be released is confirmed. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: ¿instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants¿ 4869 rev 7-01/16. Information identified: technique information ¿ step 6. Rotate the fixture mount/transfer clockwise to thread the implant into place. Remove the insertion instruments. Optional: make a stage-one, full-arch, elastomeric impression using the fixture mount/transfer as a transfer. Alternatively, the fixture mount/transfer can be removed and used as a transfer after the healing period. Insert the 1.25mmd hex driver with gemlock retention [hxgr1.25, hxlgr1.25] into the fixture mount/transfer, unthread the coupling screw and remove the fixture mount/transfer from the implant. When placing internal hex implants into dense bone, thread the implant into the osteotomy until slight resistance is encountered, then remove the fixture mount/transfer and complete seating with the appropriate hex driver or hex drill [rh2.5, rhl2.5,rhd2.5]. Additionally, the fixture mount/transfer can be used as a temporary abutment for provisional restorations. For more detailed instructions, please refer to the tapered screw-vent® and screw-vent implants surgical manual #5161. Complaint alleges the implant mount could not be removed, and that while attempting removal, the hex driver was fractured. The complaint was confirmed during inspection. A root cause for this complaint could not be determined. The following sections were updated: b4: date of this report. D4: expiration date, UDI: (B)(4). G4: date received by manufacturer. G7: follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no¿ to ¿yes¿. H6: evaluation codes. H10: additional narrative.